Event description:
It was reported that pulse generator could not be interrogated. Three different programmers were used to attempt interrogating the device but was unsuccessful. The device was explanted and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.